Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with an unspecified saline implant and experienced postoperative right-sided deflation and breast pain. The patient reports that her right side is significantly smaller than before and she is experiencing breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It¿s not conclusively known if the reported device is a saline device. However, it will be reported as a saline device initially due to the significant size change reported by the patient.